Event description:
On (B)(6) 2011, the pt reported that two hours after changing the infusion set her blood glucose level was 172 mg/dl. Four hours later, her blood glucose level had risen to 331 mg/dl. The pt ate and bolused 7 units of insulin. Two hour later, her blood glucose level was 256 mg/dl. Two hours after that her blood glucose level was 261 mg/dl. The pt bolused again to correct the elevated blood glucose level. On (B)(6) 2011, the pt's blood glucose level was 275 mg/dl at 8:00am. The pt changed her infusion set and the insulin cartridge. She ate a meal and bolused 5 units of insulin with the insulin infusion device. Two hours later, the pt's blood glucose level was 338 mg/dl. The pt had been using the same insulin infusion tubing for 14 days. The pt made a correction using injection therapy. She was sent a replacement insulin infusion device. With the same basal rates, and using the new infusion device, the pt has not experienced any further issues. The pt's blood glucose levels returned to normal. Product was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.